Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries and sram memory were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a check sum error message. No pt injury was reported.